Event description:
This unsolicited case from united states was received on 20-oct-2016 from a patient. This case involves a patient of unknown demographics who received treatment with synvisc and after unknown latency shots were painful/caused severe pain/in worse pain than ever. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into both knees on recommendation from the orthopedic doctor. The injection was given by physician assistant (pa). On an unknown date in 2016, after unknown latency, the shots were extremely painful and caused the patient severe pain to the point where the doctor had to give the patient a course of steroids to alleviate the pain from the injection. As of (B)(6) 2016, it had been 2 months and the patient was in worst pain than ever. It was reported that the patient contacted the doctor's office and left a message and did not hear back from them as of yet. The patient was extremely unhappy with the results and needed to know why the patient was in so much pain after the injections. Action taken: unknown. Corrective treatment: steroids. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention.

Event description:
This unsolicited case from united states was received on 20-oct-2016 from a patient. This case involves a patient of unknown demographics who received treatment with synvisc and after unknown latency shots were painful/caused severe pain/in worse pain than ever. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into both knees on recommendation from the orthopedic doctor. The injection was given by physician assistant (pa). On an unknown date in 2016, after unknown latency, the shots were extremely painful and caused the patient severe pain to the point where the doctor had to give the patient a course of steroids to alleviate the pain from the injection. As of (B)(6) 2016, it had been 2 months and the patient was in worst pain than ever. It was reported that the patient contacted the doctor's office and left a message and did not hear back from them as of yet. The patient was extremely unhappy with the results and needed to know why the patient was in so much pain after the injections. Action taken: unknown. Corrective treatment: steroids. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention. Additional information was received on 27-oct-2016. Global ptc number and results were added. Text was amended accordingly.